Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set cannula crimped event on (B)(6) 2025 . The infusion set in use for less than 24 hours. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.